Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was difficult to open and close. A field service engineer removed drawer from the cabinet to isolate the issue. And inspected cabinet rail guides for alignment and obstructions and then examined rails and bearing cages on both the drawer and cabinet sides. Then the fse re-checked alignment of cabinet rail guides and made necessary adjustments and reinserted drawer into the cabinet and tested operation. The drawer was reinstalled and operated smoothly, confirming that the issue was due to misalignment within the cabinet rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 was difficult to open and close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.